Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver fentanyl 10mg/ml, at a rate of "25mcg/ml." No further programming parameters were provided. On (B) (6) 2009 at an unspecified time, the customer contact reported the delivery was started. It was reported that the device had been in use for four days. The customer contact reported the device had "underdelivered"; however, the customer contact could not provide specific details. The device was removed from clinical service. It was reported that the pt's vital signs were stable with no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device delivered less than expected. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the manufacturing facility. The customer did not provide an event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. (B) (4)